Event description:
Complainant alleged that while treating pt the device determined a "shock advised" message and delivered 120 joules to the pt for what appeared to be a non-shockable heart rhythm. The user continued to use the device, and further analyzed the pt's heart rhythm. Complainant indicated that the pt subsequently expired.